Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal circumflex artery with heavy calcification. Pre-dilatation was performed and the 3.5 x 12 mm xience v stent delivery system was advanced. Resistance was noted with the calcification and the physician believed that the stent may have become loose and would dislodge; therefore, the stent was implanted proximal to the target lesion, in an unintended site. A non-abbott stent was used to treat the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The loose stent could not be tested as the device was returned without the stent implant. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.